Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was in need of a processor pca replacement. No further details were provided. There is no patient involvement.